Event description:
A call to technical services on 4/5/11 states that rep is in a case where an atrial vitatron lead had failed. Lead capped and a new lead placed with good results. Patient did well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).